Manufacturer narrative:
Batch review performed on 17january 2018 lot 165065: (B)(4) items manufactured and released on 05 oct 2016. Expiration date: 2021-09-22 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex size3/10 mm r reference 02.12.0310fr (k121416): lot 165076: (B)(4) items manufactured and released on 12 october 2016. Expiration date:2021-09-07 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial tray fixed cemented size 3 r reference 02.07.1203r (k090988): lot 164893: (B)(4) items manufactured and released on 29 sept 2016. Expiration date: 2021-09-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Patella resurfacing # 2 reference 02.07.0034rp (k090988): lot 163383: (B)(4) items manufactured and released on 29 sept 2016. Expiration date: 2021-09-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 year after primary was necessary due to infection. The pathogen result is not available. The surgeon revised all components and implanted a spacer. The surgery was completed successfully.